Event description:
It was reported that a representative called in regarding an insertable cardiac monitor (icm). The icm had been replaced, since it reached the recommended replacement time (rrt) after being implanted approximately 2 years ago and bsc representative confirmed premature battery depletion; no additional adverse patient effects were reported. The icm was returned for analysis.